Manufacturer narrative:
Report # 1314819-2016-00002 is associated with (B)(4) polident dentu creme toothpaste.

Event description:
Swallowed some of the product [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a male patient who received double salt denture cleanser (polident dentu creme toothpaste) toothpaste (batch number unk, expiry date unknown) for dental cleaning. On an unknown date, the patient started polident dentu creme toothpaste. On an unknown date, an unknown time after starting polident dentu creme toothpaste, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident dentu creme toothpaste. Additional details, adverse event information was received on 08 july 2016. The consumer reported that he swallowed some of the product and asked if it was toxic. He would rinse his mouth and drank water. He would then seek medical attention.